Event description:
Procedure: gastric tubilization. According to the reporter: the physician began the cut from the lower part and proceeded upwards. The first firing was successful. During the second application, a strange noise was heard. Then the instrument blocked and a component broke. Tissue was transected but staples did not form properly. The staple line was over-sewed. Another device was used with the same result. The staple line was over-sewed. The procedure was completed with a third instrument. Antibiotics were administered. Surgery time was extended by one hour. The incision was extended in order to facilitate manual suturing.